Event description:
Reporter stated that pt obtained a blood glucose result of 270 mg/dl, while using the suspect device. Based on this result, patient reportedly increased dosage of 70/30 insulin (amount not provided). Reporter stated that, 2 hours after injecting insulin, patient "bottomed out" (reporter did not elaborate on pt's physiological state). Emergency medical services were summoned, on pt's behalf, and upon their arrival (time delay not provided), pt's blood glucose reportedly measured 46 mg/dl on paramedics' device. Reporter stated that pt's blood glucose was immediately retested, using the suspect device, with a result of 201 mg/dl. Pt was subsequently transported to the hosp. Reporter was unable to provide any details of pt's diagnosis, treatment , or duration of hospitalization. Pt's current condition: "feels pretty good." Quality control testing has not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.